Event description:
Customer reported a missed anti-kell using capture-r ready screen (crrs) 4 on galileo.

Manufacturer narrative:
The customer's returned sample was tested on an in-house galileo with returned crrs-4, lot k200. The sample was equivocal reacting in cell 1 and 4. Manual testing with retention and returned lot k200 was negative. Tube testing with panoscreen iii lot 42020 was performed. Testing with anti-igg, lot mgg 146-2 was negative. Testing with anti-igg, -c3d, lot 7011110310 was -/+. The customer's complaint appears to be related to the nature of the sample.